Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: pseudomonas aeruginosa other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got the new information from the user that the subject device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. The subject device has not returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found followings; the bending section rubber adhesive had been peeled off. The key top of the remote switch 1 was worn. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.